Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dialudid and bupivacaine via an implantable pump. The indication for use was spinal pain indications. The patient reported that when they received their pump there was a problem "connecting to his body". They were told by their physician that they were allergic to the metal in the pump so it was removed. The patient wanted to know what kind of metal the pump is made of because they have to get tested to see if they are allergic to it. The patient was informed it was made of titanium and the patient stated they have titanium in other parts of their body with no issue. The patient stated after it was implanted, they were "leaking yellow fluid" from the site. The patient said they started leaking through where the sutures were and formed a pocket where it constantly had this yellow fluid coming out. The patient informed the doctor about it, and they gave them antibiotics, but it didn't "change things too much". The patient then states along the scar line it became "like an evulsion started happening" and they were continuing to "leak fluid all the time". The patient first thought it was spinal fluid because it was yellow but they weren't having headaches. The area was swollen, hot and looked infected. The patient also mentioned they thought the doctor put it up a little too high because they were noticing how they could bump into things when they didn't before and they don't have a whole lot of body weight. The patient was redirected to their healthcare provider to further address the issue.